Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the console shut down on its own. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the plug from the base to the console was loose, and it was reseated. The company service representative observed that the back-up battery had no current. The company service representative found the wrong style power cord on the system. The correct power cord and a new battery were replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming battery and incorrect power cord. The manufacturer internal reference number is: (B)(4).